Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. A product investigation was completed: complaint is confirmed as we are able to confirm complaint description based on the provided pictures. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Implant date: implanted in (B)(6) 2014; exact date is unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional device product codes: mnh; mni; kwq; kwp. Implanted in (B)(6) 2014; exact date is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Complaint is confirmed as we are able to confirm complaint description (broken rod) based on the received picture. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that a patient underwent a revision surgery for l1/s1 posterior lumbar fusion construct extension s2 due to a broken rod on the left side of the construct on (B)(6) 2018. The primary implantation was on (B)(6) of 2014. During revision surgery eight (8) locking caps, snap-on transverse connector, 200mm rod was revised. Construct was planned to be extended to s2 with (2) pedicle screws. There was a thirty (30) minutes surgical delay reported. Patient outcome is unknown. This (B)(4) will capture the post-operative event about a broken rod. (B)(4) will capture the intra-operative event wherein the driver tip snapped into the polyaxial head of the screw. Concomitant device reported: lock cap flat for matrix (part#: 09.632.099, lot# unknown, quantity of 8); snap on transverse connector (part# 04.633.347, lot# unknown, quantity of 1); rod ((part# 04.633.282 , lot# unknown, quantity of 1); depuy spine product expedium viper (product # 186727080, lot unknown, quantity unknown). This report is for one (1) 5.5mm ti curved rod 125mm. This is report 1 of 1 for complaint (B)(4).